Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was sent to the ICU from the emergency department and connected to a ventilator for continuous vent ilator-assisted ventilation. The ventilator alarm that indicated low tidal volume and low pressure. The patient had bubbling sounds in the throat. The nurse considered that the cuff pressure was insufficient, it was inflated, the cuff pressure was measured, and the pressure value dropped rapidly. The doctor was replaced the endotracheal tube and the cuff pressure was re-measured and was normal. The ventilator did not alarm and the patient's vital signs were stable.